Manufacturer narrative:
In regard to this event a foot pedal was received for investigation. Functional testing of the returned foot pedal revealed a possible issue with the functionality of the pedal. Also the reported warning message could be reproduced. The error messages indicate that "an undefined horizontal position of the pedal is detected." And "foot pedal is not in a horizontal position." The pedal was sent to the supplier for in depth investigation. Investigation at the supplier could not reveal the root cause of the reported event. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system or foot pedal subject to this complaint. Also a DHR review did not reveal any anomalies. From the investigation performed the root cause could not be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
We were informed that during a vr procedure, the surgeon could not turn the cutter on/off when he moved to the right on the footpedal. The procedure was completed with another machine. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event a foot pedal was received for investigation. Functional testing of the returned foot pedal revealed a possible issue with the functionality of the pedal. Also the reported warning message could be reproduced. The pedal was sent to the supplier for in depth investigation. Please be informed that the investigation is ongoing. The risk identified is included in the risk management documentation.

Event description:
We were informed that during a vr procedure, the surgeon could not turn the cutter on/off when he moved to the right on the footpedal. The procedure was completed with another machine. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
The product is being returned to the manufacturer for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not yet been returned to the manufacturer. Reminders have been sent. The investigation will be completed after the device has been returned to the manufacturer.

Event description:
We were informed that during a vr procedure, the surgeon could not turn the cutter on/off when he moved to the right on the footpedal. The procedure was completed with another machine. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.

Event description:
We were informed that during a vr procedure, the surgeon could not turn the cutter on/off when he moved to the right on the footpedal. The procedure was completed with another machine. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
The product is being returned to the manufacturer for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. With regard to this event a foot pedal was received for investigation. Functional testing of the returned foot pedal revealed a possible issue with the functionality of the pedal. Also the reported warning message could be reproduced. Unfortunately a root cause could not yet be determined and the pedal was sent to the supplier for further investigation.

Manufacturer narrative:
The product is being returned to the manufacturer for investigation.

Event description:
We were informed that during a vr procedure, the surgeon could not turn the cutter on/off when he moved to the right on the foot pedal. The procedure was completed with another machine. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.